Event description:
It was reported the device was used during a resection of rectal carcinoma. It was reported that there were no staples in the device. The surgeon had to suture by hand to complete the case. There was no further consequence to the patient.